Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00296.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Corrected data: g1 (address, name, email), h10.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 5/6/2024. It has been identified that this record, mrn 3007215625-2022-00297, is a duplicate of mrn 3007215625-2022-00296. Please see mrn 3007215625-2022-00296 for reportable events.

Event description:
Initial emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2022-00296 as the operating record related to this complaint.